Event description:
It was reported that during pre-op, there was still high impedance. The battery was tested with a resistor in accessory pack and found to have high impedance. The surgeon was asked to reinsert the pin into the generator and ensure it was completely inserted. There was still high impedance, so surgeon was asked to remove pin, wipe, and reinsert again ensuring to be completely inserted and heard 2 clicks but there was still high impedance. The surgeon declined to call the company for troubleshooting and instead opened a new generator and connected to old lead however there was still high impedance. The surgeon then proceeded to do a full revision and a new lead/generator were implanted that showed normal impedance. The high impedance with the old generator that was explanted and test resistor has been reported in MFR report # 1644487-2021-01402. It was reported that all explanted products including the opened but not used generator were discarded therefore not available for return.

Event description:
It was reported that the patient was seen and device was found to have high impedance and the last time the patient's device was check, impedance was within normal limits. The patient reports no falls or issues and has begun to have seizures. X-rays for the patient were received and reviewed. The generator placement was determined to be in the lower left chest. Based on the scope of the image, the feedthrough wires were intact and the pins could be visualized past the connector blocks per the scope and angle of the image. The lead was visualized in the chest and neck. There appeared to be a strain relief bend present, however based on the quality and scope of the image a loop did not appear to be present. Due to the quality of the image, the tie downs could not clearly visualized and the lead was not routed behind the generator. The lead was assessed for fractures and discontinuities and none could be visualized. Based on the x-rays received, the cause for the high impedance cannot be confirmed; however microfractures or discontinuities on portions on the lead not visible cannot be ruled out. No known surgery has occurred to date. No additional relevant information has been received to date.